Event description:
It has been reported that one bd nexiva single port 22ga 1.00in (0.9 mm x 25 mm) has been found experiencing hemolysis during use. The following has been provided by the initial reporter: it was reported that the staff was unable to draw blood / or drew very slow which lead to hemolyzed specimen. Event description per attached email states: 8/1/2019 at 0815: 22 gauge x 1 inch bd nexiva IV catheter with lot number 9137627 not working properly. Catheter was in the vein and would not draw blood/ or drew very slow to hemolyze specimen. Blue needless transfer device nor syringe did not work to draw blood/ or drew very slow to lead to hemolysis and patient being stuck additional times for blood. IV catheter flushed without problems. Catheter was discarded after being removed from patient, but additional product information provided below. This event required patient to be stuck an additional time for IV placement and blood draw. IV catheter information: expiration date: 2022-04-30, item: 22 ga 1.00 in bd nexiva catheter, lot #: 9137627 and reference #: 383512.

Manufacturer narrative:
H.6. Investigation summary: there were no samples or photos available to bd for evaluation. Therefore, bd was unable to perform a thorough investigation to verify the reported issue. Since, an investigation could not be performed bd was unable to determine a possible root cause. The manufacturing facility has been notified of this event but without a sample no corrective actions could be identified. A review of the device history record was performed and no quality issues were found during production.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It has been reported that one bd nexiva single port 22ga 1.00in (0.9 mm x 25 mm) has been found experiencing hemolysis during use. The following has been provided by the initial reporter: it was reported that the staff was unable to draw blood / or drew very slow which lead to hemolyzed specimen. Event description per attached email states: on (B)(6) 2019 at 0815: 22 gauge x 1 inch bd nexiva IV catheter with lot number 9137627 not working properly. Catheter was in the vein and would not draw blood/ or drew very slow to hemolyze specimen. Blue needless transfer device nor syringe did not work to draw blood/ or drew very slow to lead to hemolysis and patient being stuck additional times for blood. IV catheter flushed without problems. Catheter was discarded after being removed from patient, but additional product information provided below. This event required patient to be stuck an additional time for IV placement and blood draw. IV catheter information: expiration date: 2022-04-30, item: 22 ga 1.00 in bd nexiva catheter, lot #: 9137627, reference #: (B)(4).